Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The monopolar curved scissors (mcs) had no cables dropout during visual inspection. The instrument articulated as expected during manual articulation. The scissors opened and closed properly. The instrument was brought with a dislodged retaining ring, but upon inspection there were no dislodged retaining rings observed in the proximal end. No broken or dislodged input disks observed that would have resulted dislodged retaining ring. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical engineer. The following additional information was provided: there does not appear to be any damage to the cable. The fragment pictured looks to be a retaining ring but the instrument and fragment should be returned to determine if the fragment came from the instrument.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the monopolar curved scissors (mcs) cable dropped out. The fragment was retrieved in the same procedure. A backup instrument was used. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument was inspected prior to use and unknown if damage was observed. The instrument collides with any other instruments or other hard material during the surgical procedure. The fragment is c-ring-shaped part. Please check the provided image. It fell into the body and was removed during the surgery. It was unknown if the instrument was removed during the procedure. There was no patient injury or harm.